Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18850. It was reported that the patient presented remotely to the clinic for a routine follow-up on (B)(6) 2021. During examination of leads, it was noted that there was lead noise on right ventricular (rv) and right atrial (ra) lead. The rv lead had drop in ventricular amplitude along with the noise. No programming changes were made to the rv or the ra leads. There were no adverse consequences to the patient.

Manufacturer narrative:
B5 - additional information. G2- sales representative. H6- additional information.

Event description:
New information received notes on right ventricular (rv) and right atrial (ra) lead from (B)(6) 2021. Rv lead detected high ventricular rate episodes that might be due to electro magnetic interference (emi). This resulted in loss of cardiac pacing on the rv lead. The physician suspected lead issue. The ra lead is sensing noise due to emi. No programming changes were made. The patient was in stable condition.

Event description:
New information received notes patient came in to the clinic for a follow-up on (B)(6)2021. After examination, it was noted that the right ventricular (rv) and right atrial (ra) lead still had noise and was due to metal on metal contact. The leads were suspected of insulation damage by non healthcare professional. Physician did not confirm damage. Also, the physician did not perform any programming changes or lead revision procedure. The patient was in stable condition.

Manufacturer narrative:
Additional information - b5 additional information - g2 - customer representative.